Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the rust around and inside the lens and the chipped bending section cover, the cause was traced to degradation. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with an external leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a chipped bending section cover adhesive and rust around and inside the objective lens were found to be most likely due to degradation. There was no patient involvement.